Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an power error detected alarm. The customer's blood glucose levels were not provided at the time of the incident. Customer stated that the insulin pump alarm happened again after recent troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. The insulin pump alarmed trace pointers are invalid immediately after battery installation, power error during self test, and power error alarm is found in the downloaded traces due to lithium backup battery was not properly connected to electrical board. After reconnecting the internal battery connector on electrical board the insulin pump was monitored and is functioned properly.